Event description:
The consumer states she took her transport chair out of her car. After opening the chair, she immediately sat down on the chair and the chair allegedly collapsed with her in the chair, causing her to fall to the ground. No serious injury is alleged.

Manufacturer narrative:
Based on an FDA audit and the auditor's interpretation of the regulations and invacare's intent to follow the law, we are filing this MDR. Device has been in use for two years. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. User went to the dr to treat abrasions.